Manufacturer narrative:
No additional information received as of today.

Event description:
Patient being treated for flame burn. The debridement was conducted and applied artificial dermis at the day 2. The patient underwent skin graft at the day 7 and started npwt. As of day 13, engraftment of the graft was well but when the npwt was continued again after that, then patient had pseudomonas infection at the graft site and a part of the graft came off. However 60 -70% of the graft was engraftment. There was no defect report for the device but adverse event report. Doctor believes renasys was not cause of this infection and coming off the graft.

Event description:
Patient being treated for flame burn (burn index 15). The debridement was conducted and applied artificial dermis at the day 2. The patient underwent skin graft at the day 7 and started npwt. As of day13, engraftment of the graft was well but when the npwt was continued again after that, then patient had pseudomonas infection at the graft site and a part of the graft came off. However 60 -70% of the graft was engraftment.there was no defect report for the device but adverse event report. Doctor believes renasys was not cause of this infection and coming off the graft.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.